Event description:
Patient had 5 french sheath in her left groin, left heart cath done, no IV gram, perclose device deployed in pt's left groin by md, unable to remove perclose after I was deployed. Another md came, unable to remove the perclose. Pt taken to operating room for removal.